Event description:
The customer reported that the device "shuts off". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned rad-97 was evaluated. The device was able to be manually powered on and off via battery and ac power. However, a 13-beep watchdog alarm was triggered on the device due to a loose ib/conb flex cable on the connectivity board. In this condition, the device was unable to enage in patient monitoring. Health effect impact code: no adverse event, no patient impact.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text : product not returned

Event description:
The customer reported that the device "shuts off". There was no patient impact or consequence reported.